Event description:
Plaintiff alleges type I sensitization to latex and is susceptible to anaphylactic shock. Plaintiff alleges previous anaphylactic shock on august 12, 1996. Further alleges that as a result of this sensitization the plaintiff has endured and will endure in the future, much pain and suffering and emotional distress as well as economic loss.